Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a sporadic hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. Based on the error messages in the event log, the service engineer removed all boards of the central system controller (real time controller (rtc)). After cleaning the board contacts and reinstalling the boards, the service engineer performed a functional system check. This was successfully completed and the system works as intended. A detailed log file analysis showed that the hardware sporadically lost connection to the rtc basic hardware. The system was installed in december 2011 and the issue occurred after 8 years of operation. The root cause could be determined as a sporadic hardware contact loss issue. This is a random issue relevant to the hardware and no systematic issue could be identified. No parts were exchanged and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.